Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information was requested.

Event description:
The customer reported that the ventilator alarmed with battery failure. The customer reported that unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.